Manufacturer narrative:
(B)(4) - decentered ablation; tracker. Field service inspected the system at the customer location and removed the m3 optic mount and performed a physical check on the holder and optic. Field service performed a check and calibration of the hyper module in star calibrations and calibrated the eye tracker and torsional cameras. Field service checked that all iris registration leds were working properly for right and left positions and performed daily calibration. Field service verified the system meets specs.

Event description:
The doctor reported that a laser vision correction patient presented with a massive decentered ablation in the right eye. The patient's best corrected visual acuity is 20/50. The doctor indicated that the patient had difficulty fixating on the fixation light and was moving a lot. The doctor expressed concern that the tracker did not stop if the patient was moving. Additional patients were treated since this event with no outcome issues.